Manufacturer narrative:
The customer stated that the qc recovery was within -2sd. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer inspected the module and found the block valve for one of the reagent probes was not opening to rinse the inside of the probe causing a carryover. He replaced this valve and ran air purges to verify that the reagent probe was working. The customer performed calibrations and qcs with acceptable results.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for several patient samples tested on the cobas 6000 c501 (ul) v. The initial results were not reported outside of the laboratory. The reporter stated that he was getting multiple critical values for calcium in a row throughout the day. Some results were flagged and some were not. The reporter then sent the patient samples to their core laboratory for reruns as they suspected an issue. The core laboratory also uses a c 501. The reporter was able to provide one example of a discrepant result. The initial result from the module was 4.4 mg/dl. The repeat result from the other laboratory's module was 8.9 mg/dl. The repeat result was deemed correct. The reagent lot number and the expiration date were requested but not provided.